Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.  The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the plastic blister packaging that the device came in was noticed to have cracked. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.